Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume infusor. During patient infusion at the hospital, it was discovered that the device stopped delivering medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from october 15, 2020 - october 16, 2020. The device was received containing approximately 11 ml of fluid in the bladder. A visual inspection was performed using the naked eye which showed no evidence of fluid coming out of the distal end of the flow restrictor. Force prime was attempted to revive flow, but flow was not observed. Inspection on the flow restrictor housing revealed that the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the capillary glass. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.